Event description:
Clinical study. Same case as 6000089-2006-02034. It was reported that 143 days after a coronary drug eluting stenting treatment procedure, the pt experienced a stent thrombosis (st), myocardial infarction (mi) and 46 days later underwent coronary artery bypass grafting (CABG). Lesion 1 was a 2.75mm 100% stenosed, 24mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation and successful placement of a taxus liberte' 2.75x28mm study stent in the target lesion. Lesion 2 was a 3.0mm, 70% stenosed, 20mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with direct stent placement of a taxus liberte' 3.00x24mm study stent in the target lesion. There were no reported complications. The pt was discharged the same day on plavix and aspirin. One hundred and forty three days after the initial procedure, the pt experienced a st and a non q-wave mi. Forty six days later, the pt underwent CABG surgery of the rca and the lad. In the opinion of the physician, the relationship of the tvr to the taxus stents is unk. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.